Event description:
New information received stated that the patient presented in clinic for a post procedure check after the initial pulse generator implant procedure. During the follow up, it was observed that the implant pocket had a large bulge. It was noted that the right ventricular lead had dislodged and coiled around the device in the pocket area. The lead also exhibited no capture at high capture output and low sensing. On (B)(6) 2019, the lead was extracted and discarded. The patient was stable and doing well post procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an implant pocket revision and a right ventricular lead replacement on (B)(6) 2019. The primary indication for the revision procedure was not provided.